Manufacturer narrative:
The lead was returned due to dislodgement. Visual, x-ray, and electrical analysis of the lead found no anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-33880. It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the left ventricular (lv) lead failed to advance through the catheter. The lv lead was not used and was replaced. The new lv lead advanced through the sheath but dislodged when the physician slit the outer sheath. The lead was not used and a new lead was successfully implanted. There were no patient consequences.